Event description:
A customer contacted beckman coulter inc. (Bci) in regards to gamma glutamyl transferase cartridge leaked at the bottom on unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement cartridge.